Manufacturer narrative:
D10 concomitant product: sigphandle - sig power sigphandle handle, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days post-operative of a laparoscopic transverse colectomy, where the device was used during anastomosis of the transverse colon for overlap anastomosis, bleeding occurred in the anastomosis. It was stated that during the anastomosis of transverse colon (overlap anastomosis), mucous tissue was stuck into the groove of the clamp cover path. The mucosa that was stuck into the groove was removed and the stapler was extracted. No bleeding was observed when checking the state of the mucosa after device removal. Mucosa damage check was performed but no damage was seen at the time of checking, so anastomosis was completed as usual, and no special treatment was performed. However, bleeding at the anastomosis site was observed on the 3rd postoperative day. The patient was made to abstain from eating and drinking to resolve the bleeding. The usual schedule for starting a liquid diet from the 4th day has been delayed, the fasting period has been extended, and a liquid diet has been started from the 7th day. The patient had melena three to four times a day. The patient¿s hospital stay was extended to 14 days from normally just 7 to 10 days of hospitalization.